Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump and manual injection. The customer also report the insulin flow blocked alarm. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be return for analysis.